Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional device, within 10 minutes: 225 mg/dl (compact plus) and 95 mg/dl (pharmacy meter). Customer was feeling slightly jittery with the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, pharmacist kept the customer's strips and they will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.